Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant/migration of essure device location of device: prior to hysterectomy ultrasound performed could not locate the devic I believe it was the right side (unsure for certain which side was not visible)") and genital haemorrhage ("abnormal bleeding (general) heavy bleeding and longer duration of and during menstrual cycle") in a 29-year-old female patient who had essure (batch no. B61392) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena. Concurrent conditions included drug allergy and morbid obesity. Concomitant products included acetazolamide (diamox) since 2014. In 2014, the patient had essure inserted. In 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("pain lower abdominal pain ad cramping without relief using over the counter medications") and menorrhagia ("abnormal bleeding (general) heavy bleeding and longer duration of and during menstrual cycle"). In 2015, the patient experienced headache ("migraines/headaches frequent headaches"), fatigue ("fatigue constant fatigue and depression, unable to self motivate to complete daily activities with children"), weight increased ("steady weight gain") and vaginal infection ("increased vaginal infections"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced migraine ("migraines/headaches frequent headaches"), urinary tract infection ("urinary infections") and depression ("depression, unable to self motivate to complete daily activities with children"). The patient was treated with surgery (hysterectomy (full)(uterus and cervix removed)). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, genital haemorrhage, migraine, headache and depression outcome was unknown and the fatigue, weight increased, abdominal pain lower, menorrhagia, vaginal infection and urinary tract infection had resolved. The reporter considered abdominal pain lower, depression, device dislocation, fatigue, genital haemorrhage, headache, menorrhagia, migraine, urinary tract infection, vaginal infection and weight increased to be related to essure. The reporter commented: current weight 372 lbs. On (B)(6) 2014, the right ostia had 1 coil seen, the left ostia had 1 coil seen. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 54.5 kg/sqm. Ultrasound scan vagina - on an unknown date: total bilateral occlusion (B)(6) 2014, findings revealed the medial aspect of the right coil is 5 mm from the uterine cornua. The left coil is 1 mm from the uterine cornua, within normal limits. There is no extravasation of contrast into the fallopian tubes or pelvis. Most recent follow-up information incorporated above includes: on 18-jun-2018: pfs received. New events added- abnormal bleeding (general) heavy bleeding and longer duration of and during menstrual cycle, migraines/headaches frequent headaches, fatigue constant fatigue and depression, unable to self motivate to complete daily activities with children, steady weight gain, pain lower abdominal pain ad cramping without relief using over the counter medications, abnormal bleeding (general) heavy bleeding and longer duration of and during menstrual cycle, increased vaginal infections and urinary infections. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant/migration of essure device location of device: prior to hysterectomy ultrasound performed could not locate the devic I believe it was the right side (unsure for certain which side was not visible)") and genital haemorrhage ("abnormal bleeding (general) heavy bleeding and longer duration of and during menstrual cycle") in a 29-year-old female patient who had essure (batch no. B61392) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena. Concurrent conditions included drug allergy and morbid obesity. Concomitant products included acetazolamide (diamox) since 2014. In 2014, the patient had essure inserted. In 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("pain lower abdominal pain ad cramping without relief using over the counter medications") and menorrhagia ("abnormal bleeding (general) heavy bleeding and longer duration of and during menstrual cycle"). In 2015, the patient experienced headache ("migraines/headaches frequent headaches"), fatigue ("fatigue constant fatigue and depression, unable to self motivate to complete daily activities with children"), weight increased ("steady weight gain") and vaginal infection ("increased vaginal infections"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced migraine ("migraines/headaches frequent headaches"), urinary tract infection ("urinary infections") and depression ("depression, unable to self motivate to complete daily activities with children"). The patient was treated with surgery (hysterectomy (full)(uterus and cervix removed)). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, genital haemorrhage, migraine, headache and depression outcome was unknown and the fatigue, weight increased, abdominal pain lower, menorrhagia, vaginal infection and urinary tract infection had resolved. The reporter considered abdominal pain lower, depression, device dislocation, fatigue, genital haemorrhage, headache, menorrhagia, migraine, urinary tract infection, vaginal infection and weight increased to be related to essure. The reporter commented: current weight 372 lbs. On 10-feb-2014, the right ostia had 1 coil seen, the left ostia had 1 coil seen. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 54.5 kg/sqm. Ultrasound scan vagina - on an unknown date: total bilateral occlusion 19-may-2014, findings revealed the medial aspect of the right coil is 5 mm from the uterine cornua. The left coil is 1 mm from the uterine cornua, within normal limits. There is no extravasation of contrast into the fallopian tubes or pelvis. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 20-aug-2018: quality safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report. .

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of implant/ migration of essure device: prior to hysterectomy ultrasound performed could not locate the device; believe it was the right side (unsure for certain which side was not visible)') in a 29-year-old female patient who had essure (batch no. B61392) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Medical conditions: *(B)(6) 2014, findings revealed the medial aspect of the right coil is 5 mm from the uterine cornua. The left coil is 1 mm from the uterine cornua, within normal limits. There is no extravasation of contrast into the fallopian tubes or pelvis. Previously administered products included for an unreported indication: mirena. Concurrent conditions included drug allergy, morbid obesity, uterine fibroid and pseudotumor cerebri. Concomitant products included acetazolamide (diamox) since 2014. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced genital haemorrhage ("abnormal bleeding (general) heavy bleeding and longer duration of and during menstrual cycle"), abdominal pain lower ("pain lower abdominal pain ad cramping without relief using over the counter medications") and menorrhagia ("abnormal bleeding (general) heavy bleeding and longer duration of and during menstrual cycle"). In 2015, the patient experienced headache ("migraines/headaches frequent headaches"), fatigue ("fatigue constant fatigue and depression, unable to self motivate to complete daily activities with children") and vaginal infection ("increased vaginal infections") and was found to have weight increased ("steady weight gain"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, 3 years 5 months after insertion of essure. On an unknown date, the patient experienced migraine ("migraines/headaches frequent headaches"), urinary tract infection ("urinary infections"), depression ("depression, unable to self motivate to complete daily activities with children") and abortion spontaneous ("I ended up pregnant after a few month then miscarriage at 12 weeks") and was found to have a pregnancy with contraceptive device ("I ended up pregnant after a few month then miscarriage at 12 weeks"). The patient was treated with surgery (hysterectomy (full)(uterus and cervix removed), bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, genital haemorrhage, migraine, headache, depression, pregnancy with contraceptive device and abortion spontaneous outcome was unknown and the fatigue, weight increased, abdominal pain lower, menorrhagia, vaginal infection and urinary tract infection had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, depression, device dislocation, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pregnancy with contraceptive device, urinary tract infection, vaginal infection and weight increased to be related to essure. The reporter commented: current weight 372 lbs. On (B)(6) 2014, the right ostia had 1 coil seen, the left ostia had 1 coil seen. Discrepancy noted- lot number b 1392 . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 54.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: device was in place and all was good to go. Ultrasound scan vagina - on an unknown date: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-mar-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of implant/migration of essure device location of device: prior to hysterectomy ultrasound performed could not locate the devic I believe it was the right side (unsure for certain which side was not visible)') in a 29-year-old female patient who had essure (batch no. B61392) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Medical conditions: (B)(6) 2014, findings revealed the medial aspect of the right coil is 5 mm from the uterine cornua. The left coil is 1 mm from the uterine cornua, within normal limits. There is no extravasation of contrast into the fallopian tubes or pelvis. Previously administered products included for an unreported indication: mirena. Concurrent conditions included drug allergy, morbid obesity, uterine fibroid and pseudotumor cerebri. Concomitant products included acetazolamide (diamox) since 2014. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced genital haemorrhage ("abnormal bleeding (general) heavy bleeding and longer duration of and during menstrual cycle"), abdominal pain lower ("pain lower abdominal pain ad cramping without relief using over the counter medications") and menorrhagia ("abnormal bleeding (general) heavy bleeding and longer duration of and during menstrual cycle"). In 2015, the patient experienced headache ("migraines/headaches frequent headaches"), fatigue ("fatigue constant fatigue and depression, unable to self motivate to complete daily activities with children") and vaginal infection ("increased vaginal infections") and was found to have weight increased ("steady weight gain"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, 3 years 5 months after insertion of essure. On an unknown date, the patient experienced migraine ("migraines/headaches frequent headaches"), urinary tract infection ("urinary infections"), depression ("depression, unable to self motivate to complete daily activities with children") and abortion spontaneous ("I ended up pregnant after a few month then miscarriage at 12 weeks") and was found to have a pregnancy with contraceptive device ("I ended up pregnant after a few month then miscarriage at 12 weeks"). The patient was treated with surgery (hysterectomy (full)(uterus and cervix removed), bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, genital haemorrhage, migraine, headache, depression, pregnancy with contraceptive device and abortion spontaneous outcome was unknown and the fatigue, weight increased, abdominal pain lower, menorrhagia, vaginal infection and urinary tract infection had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, depression, device dislocation, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pregnancy with contraceptive device, urinary tract infection, vaginal infection and weight increased to be related to essure. The reporter commented: current weight 372 lbs. On (B)(6) 2014, the right ostia had 1 coil seen, the left ostia had 1 coil seen. Discrepancy noted- lot number b 1392. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 54.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: device was in place and all was good to go. Ultrasound scan vagina - on an unknown date: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jan-2020: social media: new events: pregnancy with contraceptive device, device ineffective, abortion spontaneous was added. Reporter was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") in a female patient who had essure inserted. In 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery (the patient had a surgery to remove essure.). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. The reporter commented: patient need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.